Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. The visual inspection showed the neck tape to be sliding off the at the connector due to degraded adhesive. During evaluation, the sensor passed functional testing. During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed., corrected data: date received by manufacturer was listed as 02/10/2022; actual date is 02/10/2023.

Event description:
The customer reported that the sensor dissolves and no longer measures correctly. No consequences or impact to patient were reported.

Event description:
The customer reported that the sensor dissolves and no longer measures correctly. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.